Event description:
It was reported that the ventilator failed pre-use check tests. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was claimed that internal leakage, pressure transducer, o2 sensor and flow transducer tests failures occurred on the device. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed pre-use check (puc) failure has been caused by malfunctioning air module. Last passed puc has been performed 16th april 2022. There is no evidence that the unit has been used between time of last passed puc and date of event. No log posts about tests failures: pressure transducer, o2 sensor and flow transducer has been found. Moreover, according to service report, issues have been reproduced. The technician check the gas module and concluded that water was present inside air module, which has been traced back to the hospital central air supply. After replacing air gas module the issue has been solved. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-s (rev. 04), maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable root cause is usability issue.

Event description:
Manufacturer's ref. #: (B)(4).